Event description:
N/a.

Manufacturer narrative:
Updated fields:d4, d9, g3,g6, h2, h3, h4, h6, h10. The valve was returned for evaluation: review of the device history records - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was at 30mm h2o. The valve was hydrated per internal process. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, and pressure. At the time of investigation, the valve was functioning. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the "clogged" reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. But, at the time of investigation, no occlusion was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported an abdominal infection that was identified on (B)(6) 2021 post shunt implantation in early (B)(6) 2021. A hakim programmable valve was implanted in a patient via lumbar peritoneal shunt in early june 2021 with an unknown initial setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient presented with a headache, and an x-ray image examination confirmed ventricular enlargement. The gastric fistula surgery was performed before the surgery, and after the gastric fistula surgery, the lumbar peritoneal shunt was performed at a calm timing. It is unknown if it comes from a shunt or the effect of gastric fistula surgery, but there is an infection in the abdomen and the shunt was not functioning, resulting in underdrainage. The patient was taken to the operating room and the shunt was removed on (B)(6) 2021. Surgical time was extended more than 30 minutes. It is not scheduled to replace the shunt ¿at the moment.¿ the patient is in follow up. No further information was provided by hospital.